Event description:
The pt was revised because of loosening.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Update 03/22/2014 - plaintiff¿s preliminary disclosure form was received, which identified clicking. On (B)(6) 2008, during surgery to release the iliopsoas tendon, cloud fluid and chronic inflammation. During the (B)(6) 2008 revision surgery, gray metal staining and metallosis coming from the stem. The cup remained in situ until (B)(6) 2008. The complaint and associated mdrs were updated. The information received does not change the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.